Manufacturer narrative:
(B)(4). Reported event was confirmed by review of x-rays received. X-ray review identified superolateral subluxation of the prosthetic femoral head in relation to the acetabular cup secondary to severe polyethylene liner wear. There are extensive radiolucencies along the acetabular cup and acetabular fixation screws consistent with osteolysis. There are small scattered areas of radiolucency along the proximal femoral component also consistent with osteolysis. There is no evidence of fracture. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: liner 0001822565 - 2019 - 00150 - 2, cup 0001822565 - 2019 - 00610, screw 0001822565 - 2019 - 00612.

Event description:
It was reported patient underwent hip revision due to liner wear. Attempts have been made and additional information on the reported event is unavailable.